Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the stimulator did not work and patient couldn¿t use it so shut it off in the middle of december about two weeks after it was implanted. The physician removed device in october of last year.